Event description:
On (B)(6) 2013, it was reported that this patient¿s output current may have been disabled due to a faulted system diagnostic test. Clinic notes dated (B)(6) 2013 showed that, at that appointment, the patient¿s device was interrogated and found to be at 0ma for normal mode output current. Diagnostics indicated eos=yes, and the patient was referred for generator revision. Attempts for additional information have been unsuccessful.